Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the basal procedure. The insulin pump had reset it's time and stops delivering insulin by dinner. The blood glucose reading was 541 mg/dl. It was stated that the customer is not feeling very well. It was stated that the customer has mild keystones. The high blood glucose readings will be treated with a manual injection. The no delivery alarm was resolved by changing the infusion set. The customer did not want to return the reservoir or infusion set for analysis.